Event description:
The target lesions were the left main trunk and the proximal left anterior descending (lad). For the left main, the vessel was de novo and eccentric. Aha/acc classification of the vessel was type b2. The lesion length was about 20mm and vessel diameter was 3.0mm. For the proximal lad, the vessel was de novo and eccentric. Aha/acc classification of the vessel was type b2. The lesion length was about 20mm and vessel diameter was 2.5mm. The procedure was an elective case. For the proximal lad, pre-dilatation was conducted with a 2.5 x 25mm balloon. Inflation time and pressure were unk. A 2.5 x 23mm cypher stent was implanted at 16-18atm for 20 seconds. Post dilation was not conducted. Ivus was not conducted. Timi flow was 3 before the procedure and 3 after the procedure. The residual % of stenosis was 0%. Act was not measured. For the left main, pre-dilatation was conducted with a 3.0 x 20mm balloon. Inflation time and pressure were unk. A 3.0 x13mm cypher stent was implanted at 16-18atm for 20 seconds. Another 3.0 x 13mm cypher stent was then implanted at 16-18 atm for 20 seconds proximal to the 2nd cypher overlapping it. Post-dilation was not conducted. Ivus was not conducted. Timi flow was 3 before the procedure and 3 after the procedure. The residual % of stenosis was 0% act was not measured. Two months later, the patient complained of chest discomfort and nausea. Coronary angiography was conducted and thrombus was observed in the implanted cypher stents in the left main to the proximal lad. To treat the thrombus, thrombolytic agent (urokinase 240,000u twice) was administered and balloon angioplasty was conducted with a 3.0 x 15mm balloon. Inflation time and pressure were unk. Iabp and artificial ventilator were inserted. After treatment of thrombus, the patient went into acute heart failure and cargiogenic shock.

Manufacturer narrative:
This device is one of three products associated with this event. Please refer to MFR report# 9616099-2006-01199. This device is distributed outside the united states; however it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.